Manufacturer narrative:
It was reported that during the procedure, the physician inflated the internal carotid balloon to the appropriate inflation volume. Once the procedure was underway, the safety balloon has inflated that allowed the internal balloon to deflate within the vessel. The pt suffered a stroke which may have been caused by this incident but remains inconclusive. The doctor statement: "during the operation, the carotid shunt slipped out of the internal carotid artery on at least two occasions during the operation, necessitating a change of shunt. The pt also suffered a drop in blood pressure for a short time associated with electro-mechanical dissociation, requiring external cardiac massage for several mins. I do not think that this latter event was associated with the shunt usage. However, upon recovery the pt was noted to have suffered a major stroke affecting the ipsilateral carotid circulation, this undesired endpoint may or may not have been associated with the need to repeatedly cannulate the internal carotid artery during the operation. It remains unk whether the physician used the safety sleeve mechanism during the procedure. The safety balloon is to be uncovered by the sleeve to limit balloon over- inflation and the possibility of vessel damage. Once the internal carotid balloon has been inflated to the desired pressure the safety balloon must be covered by the sleeve to prevent the safety balloon from deflating as seen within this incident, as stated within the IFU. The device was evaluated for the reported complaint and there were no nonconformities found within the device. It was also noted that the safety balloon was returned uncovered. A follow-up report will be submitted once it is determined whether or not the physician used the safety balloon sleeve.

Event description:
During the procedure, the physician inflated the internal carotid balloon to the appropriate inflation volume. Once the procedure was underway, the safety balloon has inflated that allowed the internal balloon to deflate within the vessel. The pt suffered a stroke. Root cause of stroke is unk.